Manufacturer narrative:
Investigation results: failure mode: contra angle won't hold files. Root cause: no defect proven. Nc074966/gr36140-device is vdw loan device: default settings loaded. Angle piece cleaned and oiled (collet without errors). Function test and test measurements without errors. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver won't hold files. No injury occurred.